Event description:
Info received indicates the bed function will not work sometimes from the left siderail caregiver board.

Manufacturer narrative:
The technician found a small amount of fluid leaked into the siderail onto the board. The technician replaced the left siderail caregiver board and cable to repair the bed.